Event description:
A review of the vns programming history found that a faulted system diagnostic test was performed on (B)(6) 2012, which changed the vns settings. Although some of the settings were changed, the off time was not corrected prior to the patient leaving the visit.

Manufacturer narrative:
Analysis of programming history.